Event description:
It was reported that the swan-ganz catheter broke at the tip upon removal. It was indicated that when the catheter was being removed from the patient, the nurse felt resistance toward the distal end of the catheter, but continued to pull out the catheter. The catheter broke off inside of the introducer; however, the distal tip was contained within the introducer. There were no debris/fragments from the catheter found in the patient. There was no intervention or patient complications reported. The introducer was not an edwards product (arrow mac 2 lumen cvc, 9 french, model ak-21242-cdc).

Manufacturer narrative:
A swan-ganz catheter was received inside an arrow introducer. A section of the catheter was completely broken and stuck inside the introducer. The distal section of the introducer was also completely broken. The broken edges of the catheter body were rough and uneven; however, there was no evidence of any missing pieces. The thermistor lead wires were rippled inside the catheter. The thermal filament cover was wrinkled and pulled away from the distal bond, but did not appear to be torn or missing. The thermal filament was slightly unraveled from the catheter body, but appeared to be intact. The physical evidence suggests that the catheter body had been stretched. The arrow introducer was also damaged and separated proximal from the tip. The broken edges were smooth in one part and rough on the other; however, there was no evidence of any missing pieces. The physical appearance of the cross surfaces suggest that the introducer was partially cut and then broke. Two additional cuts and some cracks were also found on the introducer. The introducer was slightly pinched in the middle and kinked/twisted near the backform. There was no visible damage to the introducer hub or valve. Although it cannot be confirmed, the condition of the returned products suggests that the introducer may have been on an angle or tight bend, which could have resulted in difficulty retracting the catheter through the introducer. When resistance was encountered the catheter was pulled hard, resulting in stretching of the catheter, and subsequent breakage of both the catheter and the introducer. The event appears to be related to procedural difficulties rather than a malfunction of the device. Three possible lot numbers were reported: lot no. 58878966, expiration date 11/30/2011; approximate age of device 4 months; device manufacture date 06/04/2010. Lot no. 58897804, expiration date 01/31/2012, approximate age of device 3 months; device manufacture date 07/20/2010. Lot no. 58883723, expiration date 12/31/2012, approximate age of device 4 months, device manufacture date 06/17/2010.